Event description:
It was reported that a catheter connector dysfunction occurred as the ends of the collets of the catheter connector were both disassembled. As a result, a different catheter connector was used. The catheter remains implanted. No diagnostic testing or troubleshooting was required. The cause was not determined but the issue was reported as resolved and no patient symptoms were reported. The time of the report the patient's status was reported as alive-no injury. The product was being returned for analysis. This device system delivered morphine, bupivacaine, and clonidine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed that the product was received with both collets detached. Due to the allegation in the event information, the laboratory technician decided to assemble both collets. It showed the collets were firmly locked into the pin connector. This showed that the pin connector and the collets performed normally when properly assembled. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. In conclusion, the portion of the catheter that was returned had acceptable testing.